Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn was being used on approximately (B)(6) 2025 during a hip scope and the ¿doctor thinks he hit something hard with the tip of the device then the tip broke / will not be returned / disposable item¿. Per further assessment it was found that "the description that I was given was that the surgeon was using the ablation wand during a hip scope. During which time it is believed that he potentially came in contact with a metal probe of some sort that may have played a role in causing the distal tip of the ablation wand to fragment. I was not in the room when this procedure took place and they were not able to confirm with certainty that this is what caused the device to fragment but that is their hypothesis. They were able to retrieve the fragment and it was not left in the patient/surgical site.". The procedure was completed with a ¿different device¿ and there was a 1 minute delay. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 55 reports, regarding 858 devices, for this device family and failure mode. During this same time frame 229,658 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.004. Per the instructions for use, the user is advised the following: donot use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn was being used on approximately (B)(6) 2025 during a hip scope and the ¿doctor thinks he hit soething hard with the tip of the devoce then the tip broke / will not be returned / disposable item¿. Per further assessment it was found that "the description that I was given was that the surgeon was using the ablation wand during a hip scope. During which time it is believed that he potentially came in contact with a metal probe of some sort that may have played a role in causing the distal tip of the ablation wand to fragment. I was not in the room when this procedure took place and they were not able to confirm with certainty that this is what caused the device to fragment but that is their hypothesis. They were able to retrieve the fragment and it was not left in the patient/surgical site.". The procedure was completed with a ¿different device¿ and there was a 1 minute delay. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.